Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the scroll compressor. The fse performed full calibration functional testing and safety check to factory specifications. The iabp unit passed all functional and safety tests and was released and cleared for clinical use.

Event description:
It was reported that, prior to use, the cardiosave intra-aortic balloon pump (iabp) compressor will not produce enough pressure to adjust to specification. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Corrected data: upon further review of this reported event, it was discovered this event occurred during pm and not prior to use on a patient, as reported on the initial report.

Event description:
During a preventative maintenance (pm) being performed by the hospital biomedical engineer, t was reported that t the cardiosave intra-aortic balloon pump (iabp) compressor would not produce enough pressure to adjust the iabp to specification. There was no patient involvement and no adverse event was reported.